Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an 'error 4' issue with the subject meter. It was noted that the test strip vial has been open past the discard date; however, the reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.